Manufacturer narrative:
This is the same event as 3010536692-2015-01940, -01941, -01942. This report will be update when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to substantial pain and suffering; limited movement of the knee and noise.